Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous right superficial femoral artery. Another manufacturer's guide wire crossed the lesion and inflation with the 4mm x 40mm x 146cm sterling es monorail balloon was performed. The sterling balloon ruptured upon the first inflation at 8atms. The procedure was completed with another manufacturers' balloon catheter and two other manufacturers' stents were implanted. Post-dilatation was performed with a 6 x 10cm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).